Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) failed to separate from the delivery catheter. A different lp and delivery catheter were used to complete the procedure. The patient was in stable condition.